Event description:
It was reported that the pump was alarming no disposable clamp tubing. The metal sensor was cleaned, and the pump was restarted but the alarm persisted. They switched to backup pump and a new cassette which resolved the issue. There was no clinician injury associated with this occurrence. No further details provided at this time. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.